Event description:
Device malfunction: none. Time of symptoms/ae: 2-days post-procedure. Symptoms/ae: left foot weakness, facial droop and dysarthria; stroke. It was reported that post procedure of a right carotid artery stenting, the patient had symptoms of a stroke. The procedure date was 2006. The patient presented to the ER on two days later with symptoms of left foot weakness, facial droop and dysarthria. A carotid angio showed rca stent widely patent. The patients neurological symptoms quickly resolved after starting heparin. A MRI of the brain showed evidence of small anterior and posterior cerebral embolic infarcts suggestive of cardiac or aortic source. Because of 2 episodes of paf, the patient is on coumadin and plavix indefinitely. The patient was discharged home on six days later with no neurologic defects and with excellent bilateral strength, no residual dysarthria or facial droop. This resulted in new hospitalization. There was no additional information available.